Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that she could not insert test strips into her onetouch ultra meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred ¿three to four months¿ prior to contacting lifescan. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that ¿three to four months¿ prior to contacting lifescan, after the alleged issue, she ¿passed out¿ and was treated by a healthcare professional (hcp) in an emergency room (ER) with food/drink. The patient also had her blood glucose tested on an ER meter but could not specify the results obtained. Replacement products were sent to the patient. This complaint is being reported because, the patient reported developing symptoms suggestive of a serious hypoglycemic event and subsequently received medical intervention from a hcp after the alleged meter issue occurred.